Manufacturer narrative:
Possible temporal relationship exists between the ccpd therapy with the liberty select cycler and the event(s) of severe abdominal pain/distension, chest pain and sob which warranted evaluation in the ER and the administration of pain medication and antibiotics. It should be noted, initially the pdrn reported the reason for the ER evaluation was for ¿missed treatments,¿ therefore it is unknown when the patient last performed pd therapy. Testing revealed the patient had a malfunctioning pd catheter (not a fresenius product) and a prolapsed colostomy, which were identified as the causal event(s) of the abdominal pain. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no evidence of the machine malfunctioning or the machine not performing as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a liberty select cycler alarm, the peritoneal dialysis patient¿s peritoneal dialysis nurse reported that the patient was hospitalized due to missing treatments. Additional information was solicited and received. On (B)(6) 2018 and revealed the patient was hospitalized on (B)(6) 2018 (initially reported as (B)(6) 2018) for shortness of breath (sob), chest pain (severity unknown) and severe abdominal distention/pain and was discharged to a higher level of care (details unknown). Upon arrival to the emergency room (ER), it was documented the patient¿s abdomen was distended and unable to drain fluid. A computerized topography (CT) scan was performed and noted a malfunctioning peritoneal dialysis catheter (not a fresenius product) with small bowel wrapping around catheter, a large amount of intra-abdominal ascites, a parastomal hernia, an inguinal hernia filled with ascites fluid and osteomyelitis of the right hip. Additionally, it was discovered the patient experienced a prolapse of her left sided colostomy. With regard to the patient¿s chest pain, the patient underwent an echocardiogram (EKG) which showed normal tachycardia, and laboratory testing was unremarkable for cardiac involvement. While in the ER, the patient received an intraosseous line to her leg (side unknown) and was provided medication for the abdominal pain. According to the discharge summary the abdominal pain was a result of the prolapsed colostomy, and significant retention of ascites fluid. In addition, the dialysis catheter was ¿likely¿ kinked. The hospital staff attempted to flush the catheter, however the outcome of these efforts is unknown. The on-call surgeon stated the bowel should be placed ¿back in,¿ however there is no documentation of any additional procedures performed to address this issue. It was documented, in light of these findings, the patient was given antibiotics (drug, dosage and frequency unknown) and discharged in stable condition. The final clinical findings for the admission were listed as peritoneal dialysis catheter dysfunction, colostomy prolapse and hip osteomyelitis.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. Product history review found two customer experience allegations of a scale reading error warning and no allegation of product deficiency within 90 days of the notified date.